Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and customer experienced high blood glucose. Customer's blood glucose was 499 mg/dl and 270 mg/dl. The customer was assisted with troubleshooting and the display did not return after insulin pump restart. The customer stated that the contact on the battery cap and battery compartment was neither missing nor damaged. The customer also stated that the insert battery alarm did not display on the insulin pump screen. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device was monitored and no unexpected powering off or blank display noted. (B)(4).